Event description:
During the course of drilling hole for screw placement to secure plate in femur, dr (B)(6) broke off approx 20mm of the distal tip of synthes drill bit, broke in the bone of the right femur. Upon investigation and unsuccessful search, dr (B)(6) determined that the risk of further exploration would not be of benefit to the pt. Tip retained in pt. No harm to pt. Diagnosis or reason for use: bilateral distal femur fracture.